Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station stuck on maintenance screen. A field service engineer (fse) rebooted the station, after which the application was launched successfully without further issues and customer verified functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es an error was displayed on the screen stating, "initializing device manager; determining device type by hardware". The computer was stuck on the firmware updating page during boot. However, there were no delays or adverse events or injuries reported based on this event.